Event description:
It was reported that patient underwent a replacement surgery of his inflatable penile prosthesis (ipp) due to cylinder on left side was not all the way out. Physician re-dilated distal tip. Decided to put in new cylinders. Original cylinders worked fine. Reservoir remains in service. No adverse patient effects. Additional information was requested, however no further information was available.